Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient received a vibratory alert for low atrial lead impedance and lead noise. The physician noted automatic mode switching due to lead noise. During follow-up, lead noise could not be induced. The patient will be monitored with merlin@home to track lead characteristics. No adverse event for the patient.